Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery and weak battery alarm. Customer's blood glucose at time of incident was unknown. Customer stated that the battery indicator is empty. The customer was advised to clean battery cap with a dry cotton swab. The customer was instructed to wait 5 seconds before inserting new battery. The customer was advised that we will ship replacement battery cap and patient already has a new battery cap. The customer was explained to call if issue continues.

Manufacturer narrative:
The device powered up properly after battery installation and display battery icon worked properly. The device was received with all operating currents within specification and passed functional testing including the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. No unexpected battery alarms including failed battery test, battery out limit test, low battery test or weak battery alarms were noted during testing. The device was received with minor scratched display window and case.